Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was emitting frequent occlusion alarms. This complaint is being reported because the reported issue remained unresolved. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the battery cap and battery compartment threads were damaged. The black box dates were from 01/11/2015 to 01/20/2015. Two occlusion alarms were observed in the alarm history on 10/19/2014 and 01/8/2015. One 064 occlusion during prime error was observed in the alarm history on 11/30/2014. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no ¿occlusion¿ alarms duplicated. Multiple load step functions were performed during investigation and no call service alarms were duplicated. A force calibration check failed. The force sensor pins seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. A force sensor resistance check passed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.